Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports 1 ml patient injection with juvéderm¿ voluma¿ with lidocaine to the malar region, nasogenial grooves and lips. Concomitant botox® injection noted. Patient developed erythema and edema in the right malar region, and edema in the eyelid of right eye 8 days later. Acetaminophen tab x 500 mg 1 every 6-8 hours for 7 days, cephalexin capsules x 500 mg 1 every 6 hours for 7 days and loratadine tab x 10 mg 1 tab at night for 7 days provided as treatment. The symptoms resolved the day after treatment was provided and reappeared after 8-10 days. Patient evaluated by an ophthalmologist who "discarded eye commitment." Evaluation also scheduled with an infectologist. In the same week, patient was assessed by a dermatologist who considered obstructive process and early edema secondary to hyaluronic acid and recommended hyaluronidase. Injection with hyaluronidase completed 2.5 weeks after symptom apparition. Symptoms improved within 2 days, however, they reappeared. Patient decided to see an additional dermatologist who punctured the area, drew out the pus and sent it for culture test. The culture test results were negative and antibiotic treatment with oral trimetroprim sulfa was prescribed for 10 days.